Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and sepsis. The pacemaker was explanted to resolve the issue, but remains in service as part of an external temporary pacing system. There were no additional adverse effects reported.